Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one open sample that pertains to product code vp2303. Upon visual assessment of the winding former, it was observed that the strand had begun with a degradation process caused by exposure to the environment. This condition caused the suture to be detached from the needle and broken. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, when foil was opened suture was found in pieces in the foil with needle detached from the swage point. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one open sample that pertains to product code vp2303. Upon visual assessment of the winding former, it was observed that the strand had begun with a degradation process caused by exposure to the environment. This condition caused the suture to be detached from the needle and broken. No adverse patient consequences were reported. Additional information was requested.